Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked battery that was inserted multiple times and all operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while attempting to deliver a bolus. The insulin pump alarmed battery out limit before the button error alarm. Her belt clip broke. The numbers on the insulin pump were going up and down. The customer's blood glucose level was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.